Event description:
It was reported that the patient, who was pacer dependent, presented to the ER (emergency room) after experiencing a syncopal episode and falling, suffering a head contusion. Device interrogation indicated noise corresponding to the patient's fall. A pause in pacing output, due to oversensing, was able to be reproduced when the patient raised her arm above her body. During the replacement procedure, multiple pauses in pacing, due to oversensing, were observed, again causing asystole. These were induced by manipulation of the pocket during implant preparation. A fracture was noted on fluoroscopy. When the pocket was opened, the impedance became high, rising to greater than 4000 ohms. The lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Additional information was received from an attorney reporting that the plaintiff "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiff has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed." Also, "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event. Evaluation summary: the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies were found. Impedance trends were stable.